Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 436 mg/dl and at the time of incident the blood glucose value was 215 mg/dl. Customer was treated with manual injection. Customer felt that the insulin pump was not giving the basal during the sensor updating and auto mode was not working. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.